Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube."), device dislocation ("doctors are unable to find the essure device that was originally placed in left fallopian tube/no coil in left tube/unsuccessful attempt to find the missing coil during the procedure"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnant") and premature labour ("baby was born 6 weeks premature") in a 30-year-old female patient who had essure (batch no. B09711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product communication issue "did not undergo hsg, as she was never informed by her doctor that she needed to have this done", treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure." And device ineffective "device ineffective". Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. In 2013, the patient experienced pain ("constant severe pain/side pain/body aches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe side pain"), dyspareunia ("severe pain during intercourse/pain during and after intercourse which has led to almost a non-existent sex life with her and husband") and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced alopecia areata ("hair loss (bald spots on top of head at hairline)") and dental caries ("teeth problems (falling out/decaying)"). In (B)(6) 2014, the patient experienced tooth loss ("teeth problems (falling out/decaying)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with morning sickness. On (B)(6) 2016, the patient experienced premature labour (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube disorder ("left fallopian tube is now abnormally coiled"), the first episode of back pain ("back pain which grew more severe at approximately six or seven weeks pregnant/back pain(ache, sore)"), abdominal pain ("severe abdominal pain/(stabbing)"), stress ("stress"), the second episode of back pain ("severe back pain"), mood swings ("mood swings"), menorrhagia ("menstrual bleeding/heavy menstrual cycles"), depression ("depression"), weight fluctuation ("weight fluctuation") and amenorrhoea ("leaked amniotic fluid") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), surgery (hysterectomy and unsuccessful attempt to find the missing coil during the procedure), heating pad and heating pads, ice packs. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, premature labour, fallopian tube disorder, stress, dysmenorrhoea, the last episode of back pain, pain, menorrhagia, alopecia areata, dental caries, tooth loss, amenorrhoea, amnesia, alopecia and weight decreased outcome was unknown and the abdominal pain, pelvic pain, migraine, fatigue, dyspareunia, depression and weight fluctuation had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2016. 2240g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, alopecia areata, amnesia, amenorrhoea, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pain, pelvic pain, pregnancy with contraceptive device, premature labour, stress, tooth loss, weight decreased, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she did not claim that her use of essure caused or aggravated her psychiatric and /or psychological conditions or worsened a previously existing injury. She had no prior history of migraines before essure. She was no longer able to tend to do everyday household chores such as cleaning, performing yard work, driving or running errands as a result of her constant severe pain. She was no longer able to pick up her two-year-old son. She did not sought medical treatment such as: pain during intercourse, migraines, hair loss, tooth decay/loss. She was unsure that she underwent essure confirmation test. She had her essure removal only one essure insert found and removed (B)(6) 2017: operative record: her post operative diagnosis included menorrhagia, pelvic pain, history of seizure tubal ligation. Operation: robot si assisted hysterectomy, robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, possible oophorectomy, laterality na. Superior hypogastric plexus block. She had no complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pregnancy test - on (B)(6) 2016: results: positive; on (B)(6) 2017: results: negative. Quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number was added. Event : memory loss, hair loss, weight loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube."), device dislocation ("doctors are unable to find the essure device that was originally placed in left fallopian tube/no coil in left tube/unsuccessful attempt to find the missing coil during the procedure"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnant") and premature labour ("baby was born 6 weeks premature") in a 30-year-old female patient who had essure (batch no. B09711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product communication issue "did not undergo hsg, as she was never informed by her doctor that she needed to have this done", treatment noncompliance "she did not use any birth control or contraception at any time following her essure placement procedure." And device ineffective "device ineffective". Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3277. In 2013, the patient experienced pain ("constant severe pain/side pain/body aches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe side pain"), dyspareunia ("severe pain during intercourse/pain during and after intercourse which has led to almost a non-existent sex life with her and husband") and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced alopecia areata ("hair loss (bald spots on top of head at hairline)") and dental caries ("teeth problems (falling out/decaying)"). In (B)(6) 2014, the patient experienced tooth loss ("teeth problems (falling out/decaying)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with morning sickness. On (B)(6) 2016, the patient experienced premature labour (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube disorder ("left fallopian tube is now abnormally coiled"), the first episode of back pain ("back pain which grew more severe at approximately six or seven weeks pregnant/back pain(ache, sore)"), abdominal pain ("severe abdominal pain/(stabbing)"), stress ("stress"), the second episode of back pain ("severe back pain"), mood swings ("mood swings"), menorrhagia ("menstrual bleeding/heavy menstrual cycles"), depression ("depression"), weight fluctuation ("weight fluctuation") and amenorrhoea ("leaked amniotic fluid") and was found to have weight decreased ("weight loss"). The patient was treated with ibuprofen, minerals nos;vitamins nos (prenatal vitamins), surgery (hysterectomy and unsuccessful attempt to find the missing coil during the procedure), heating pad and heating pads, ice packs. Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, premature labour, fallopian tube disorder, stress, dysmenorrhoea, the last episode of back pain, pain, menorrhagia, alopecia areata, dental caries, tooth loss, amenorrhoea, amnesia, alopecia and weight decreased outcome was unknown and the abdominal pain, pelvic pain, migraine, fatigue, dyspareunia, depression and weight fluctuation had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2016. 2240g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, alopecia areata, amnesia, amenorrhoea, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pain, pelvic pain, pregnancy with contraceptive device, premature labour, stress, tooth loss, weight decreased, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that her use of essure caused or aggravated her psychiatric and /or psychological conditions or worsened a previously existing injury. She had no prior history of migraines before essure. She was no longer able to tend to do everyday household chores such as cleaning, performing yard work, driving or running errands as a result of her constant severe pain. She was no longer able to pick up her two-year-old son. She did not sought medical treatment such as: pain during intercourse, migraines, hair loss, tooth decay/loss. She was unsure that she underwent essure confirmation test. She had her essure removal only one essure insert found and removed (B)(6) 2017: operative record: her post operative diagnosis included menorrhagia, pelvic pain, history of seizure tubal ligation. Operation: robot si assisted hysterectomy, robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, possible oophorectomy, laterality na. Superior hypogastric plexus block. She had no complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pregnancy test - on (B)(6) 2016: results: positive; on (B)(6) 2017: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube."), device dislocation ("doctors are unable to find the essure device that was originally placed in left fallopian tube/no coil in left tube/unsuccessful attempt to find the missing coil during the procedure"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnant") and premature labour ("baby was born 6 weeks premature") in a (B)(6) -year-old female patient (gravida 2, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "did not undergo hsg, as she was never informed by her doctor that she needed to have this done". The patient's past medical history included multigravida (gravida 5), parity 5 ((B)(6) 2005, 40 weeks (vaginal); (B)(6) 2008,¿ 40 weeks (vaginal); (B)(6) 2011,¿ 40 weeks (vaginal); (B)(6) 2013,¿ 40 weeks vaginal; (B)(6) 2016-33 weeks, vaginal.), body mass index normal, abstains from alcohol (denies alcohol use) and smoker (patient uses tobacco products, smokes one-half pack cigarettes per day.). Denies substance abuse. Previously administered products included for an unreported indication: iud from 2008 to 2010, advil, tylenol and excedrin. In 2013, 92 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("severe pain during intercourse/pain during and after intercourse which has led to almost a non-existent sex life with her and husband") and pain ("constant severe pain/side pain/body aches"). In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss (bald spots on top of head at hairline)"), dental caries ("teeth problems (falling out/decaying)") and tooth loss ("teeth problems (falling out/decaying)"). In 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting in pregnancy. On (B)(6) 2016, the patient experienced premature labour (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube disorder ("left fallopian tube is now abnormally coiled"), the first episode of back pain ("back pain which grew more severe at approximately six or seven weeks pregnant/back pain(ache, sore)"), abdominal pain ("severe abdominal pain/(stabbing)"), pelvic pain ("severe side pain"), stress ("stress"), the second episode of back pain ("severe back pain"), mood swings ("mood swings"), menorrhagia ("menstrual bleeding/heavy menstrual cycles"), depression ("depression"), weight fluctuation ("weight fluctuation"), treatment noncompliance ("she did not use any birth control or contraception at any time following her essure placement procedure.") And amenorrhoea ("leaked amniotic fluid"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, prenatal vitamins and surgery (hysterectomy and unsuccessful attempt to find the missing coil during the procedure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, premature labour, fallopian tube disorder, stress, dysmenorrhoea, the last episode of back pain, pain, menorrhagia, alopecia, dental caries, tooth loss, treatment noncompliance and amenorrhoea outcome was unknown and the abdominal pain, pelvic pain, migraine, fatigue, dyspareunia, depression and weight fluctuation had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2016. (B)(6)g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, amenorrhoea, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pain, pelvic pain, pregnancy with contraceptive device, premature labour, stress, tooth loss, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: she did not claim that her use of essure caused or aggravated her psychiatric and /or psychological conditions or worsened a previously existing injury. She had no prior history of migraines before essure. She was no longer able to tend to do everyday household chores such as cleaning, performing yard work, driving or running errands as a result of her constant severe pain. She was no longer able to pick up her (B)(6) year-old son. She did not sought medical treatment such as: pain during intercourse, migraines, hair loss, tooth decay/loss. She was unsure that she underwent essure confirmation test. She had her essure removal only one essure insert found and removed (B)(6) 2017: operative record: her post operative diagnosis included menorrhagia, pelvic pain, history of seizure tubal ligation. Operation: robot si assisted hysterectomy, robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, possible oophorectomy, laterality na. Superior hypogastric plexus block. She had no complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pregnancy test - on (B)(6) 2016: positive; on (B)(6) 2017: negative [an_relevant_tests] . Quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporter information was updated. Patient demographics were updated. This case is medically confirmed. Lab data was added. Pregnancy details were updated. Historical condition were updated. Treatment medication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the left fallopian tube."), device dislocation ("doctors are unable to find the essure device that was originally placed in left fallopian tube/no coil in left tube/unsuccessful attempt to find the missing coil during the procedure"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnant") and premature labour ("baby was born 6 weeks premature") in a (B)(6)-old female patient (gravida 2, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "did not undergo hsg, as she was never informed by her doctor that she needed to have this done". The patient's past medical history included parity 1, multigravida (gravida 5), parity 5 (((B)(6)2005, (B)(6) 2008, (B)(6) 2011, (B)(6) 2013, (B)(6) 2016).) And body mass index normal. Previously administered products included for an unreported indication: iud from 2008 to 2010, advil, tylenol and excedrin. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("severe pain during intercourse/pain during and after intercourse which has led to almost a non-existent sex life with her and husband") and pain ("constant severe pain/side pain/body aches"). In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss (bald spots on top of head at hairline)"), dental caries ("teeth problems (falling out/decaying)") and tooth loss ("teeth problems (falling out/decaying)"). In 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with vomiting in pregnancy. On (B)(6) 2016, the patient experienced premature labour (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube disorder ("left fallopian tube is now abnormally coiled"), the first episode of back pain ("back pain which grew more severe at approximately six or seven weeks pregnant/back pain(ache, sore)"), abdominal pain ("severe abdominal pain/(stabbing)"), pelvic pain ("severe side pain"), stress ("stress"), the second episode of back pain ("severe back pain"), mood swings ("mood swings"), menorrhagia ("menstrual bleeding/heavy menstrual cycles"), depression ("depression"), weight fluctuation ("weight fluctuation"), treatment noncompliance ("she did not use any birth control or contraception at any time following her essure placement procedure.") And amenorrhea ("leaked amniotic fluid"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with ibuprofen and surgery (hysterectomy and unsuccessful attempt to find the missing coil during the procedure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, premature labour, fallopian tube disorder, stress, dysmenorrhoea, the last episode of back pain, pain, menorrhagia, alopecia, dental caries, tooth loss, treatment noncompliance and amenorrhea outcome was unknown and the abdominal pain, pelvic pain, migraine, fatigue, dyspareunia, depression and weight fluctuation had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, amenorrhea, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube disorder, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pain, pelvic pain, pregnancy with contraceptive device, premature labour, stress, tooth loss, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: she did not claim that her use of essure caused or aggravated her psychiatric and /or psychological conditions or worsened a previously existing injury. She had no prior history of migraines before essure. She was no longer able to tend to do everyday household chores such as cleaning, performing yard work, driving or running errands as a result of her constant severe pain. She was no longer able to pick up her two-year-old son. She did not sought medical treatment such as: pain during intercourse, migraines, hair loss, tooth decay/loss. She was unsure that she underwent essure confirmation test. She had her essure removal only one essure insert found and removed on (B)(6) 2017 with hysterectomy (removed cervix, uterus and tubes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Pregnancy test - on (B)(6) 2016: positive. Unspecified date: unspecified examination - right fallopian tube was blocked, but left fallopian tube was abnormally coiled. On (B)(6) 2016, ultrasound showed no coil in left tube and location of the perforation was left fallopian tube. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporter information was updated. This case concerns (B)(6) old patient. Patient demographics were updated. Her historical condition/medication; concomitant medication was added. Lab data was added. Essure indication was added. Essure explantation date was added. Treatment medications were added. In 2013, she experienced hair loss (bald spots on top of head at hairline), teeth problems (falling out/decaying); perforation of the left fallopian tube; leaked amniotic fluid were added. No coil in left tube; unsuccessful attempt to find the missing coil during the procedure; heavy menstrual cycles; body aches were clubbed with previously reported event. She had not recovered form event's: abdominal pain; back pain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.